Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device was able to obtain readings and provided alarm alert conditions appropriately. There was no observed error or delay in obtaining measurements and the device passed accuracy testing. It was determined the device is fully functional.

Event description:
The customer reported inaccurate readings with the device. No consequences or impact to patient were reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported inaccurate readings with the device. No consequences or impact to patient were reported.